Event description:
It was reported that when the cord was moved or touched the device continued to run on its own without activating the handswitch and also while in safety mode. This occurred during a hallux valgus procedure. There was no patient or user injury, and the case was completed successfully with the same device.

Manufacturer narrative:
The handpiece cord was received at the manufacturer for evaluation. Based on the investigation details, a possible cause for the reported condition was problems with corrosion/finish wear, given the age of the product. The device failed quality assurance tests, which included problems in the areas of retaining ramps, electrical, and how the cable pulls out of the handpiece without pulling on the ribbed portion of the handpiece connector.